Event description:
Reporter indicated that patient is not able to initiate magnet mode stimulation. It was reported that the patient checks operation of the pt's device daily using the magnet. In 2001 the pt was able to initiate magnet stimulation, but in the evening of the next day the pt was not. Patient reported that they had a seizure at the mall in the morning of that same day where the pt lost consciousness and fell. An ambulance was called, but the patient declined transport to the hospital. The pt also reports that the pt does not normally detect the normal mode stimulation, so the pt was unable to say if there was a change in the normal operation. Patient does not believe that there is a problem with the magnet as the pt has never had difficulty initiating magnet stimulation before. Two days later, it was reported that after numerous attempts, the patient was finally able to elicit a response using the magnet. The investigation to date has been unable to rule out device malfunction. The physician did not have any diagnostic testing. It was reported that several months ago, the physician attempted to increase the patient's normal mode output current from 0.5ma to 0.75ma, but the pt couldn't tolerate it at that time. No adjustments were made to the patient's magnet mode output current (remained at 0.75ma). In 2002, the normal mode output current was again increased from 0.ma to 0.75ma. It was reported that both the patient and the physician feel that the device is functioning as intended.